Event description:
While doing the right pelvic lymphadenectomy, an injury to the right external iliac vein was noted to be approximately 8 mm in length. Immediately, pneumoperitoneum pressure was increased and the vascular injury was closed with suture, obtaining hemostasis. It was then discovered that the grounding sheet of the robotic monopolar instrument had a hole in it which caused the injury. The instrument was removed from the abdomen and discarded. The tip cover with the hole is used with the davinci xi surgical system robotic arm monopolar curved scissors (8mm) ver.-12 ref 470179. I have pictures of the cover with the hole in it that I can forward to you.